Event description:
Procedure type: lap hernia repair. According to the reporter: lumen of instrument fractured causing a pt diathermy burn. A 1cm burn on the inner abdominal wall. A new device was opened and used. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).